Event description:
It was reported that noise was observed on the rv and ra leads. Several aborted episodes were also noted. The noise was reproducible on the atrial channel but not the ventricular channel. It was noted that the patient has twiddler's syndrome. The ventricular lead was twisted and was oversensing that almost caused shocks.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasion at 4.7cm to 4.9cm from the connector pin. The proximal coil was exposed at this location. The abrasion is consistent with that of friction to the ICD can.